Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number s13j04072 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was received and evaluated. A visual inspection was performed and no obvious defects were found. All of the tubing was checked for particulate matter, but there was nothing identified. Functional testing was performed along with a full therapy using the homechoice (hc) device with no issues found. If additional relevant information is obtained, then a follow-up report will be submitted.

Event description:
It was reported that a pediatric cassette would not prime the patient line. The hospital staff thought that they could see a piece of plastic, but they were not able to locate any blockage. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.